Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6); product type: 0200-lead; implant date (B)(6)2021; explant date brand name vectris surescan; product ID 977a275 (serial: (B)(6) ); product type: 0200-lead; implant date(B)(6)2021. Date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration/ dislodgement. There was a loss of stimulation/ therapy and shock from device. Cause unknown. It was reported there was a return of pain and pain/discomfort/soreness/pinching at ins site. Patient wants ins removed as soon as possible and are thinking mid june for explant.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was explanted by hcp on (B)(6) 2024. The product was discarded by advent health daytona. The patient was doing very well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.